Manufacturer narrative:
The subject device has been discarded by the user facility. The device history record for the lot indicated no anomaly with the event-related items below. Inspection: the exact cause of the event couldn't be exclusively identified, however based on the past investigation results, the peeling off of the tissue pad were possibly occurred because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the teflon came loose during a laparoscopic cholecystectomy. The scissors were replaced twice. The intended procedure was completed with another device. There was no patient injury reported.